Event description:
It was reported that the patient presented for device change out. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead remains implanted. Patient condition was stable.